Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient¿s axillary artery was exposed and observed to be undersized. The physician still wished to proceed with an attempted insertion of the 5.5 device. The 5.5 device was inserted, although it was unable to make the turn down the arch. The physician then decided to remove the device due to the patient¿s anatomy and place a centrifugal pump instead.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product was returned. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had small axillary artery and aortic arch preventing successful delivery of impella. Device history review: device passed all post sterile inspection checks.